Event description:
Baxter reports that the spike of a transfer set was broken. The set had been in use for 180 days. There was no patient injury or medical intervention associated with this complaint.